Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) implant site had reopened and required surgery to clean/disinfect the implant site and close it properly. It was noted that the ins site was reopened to clean and disinfect it and that the ins was not disconnected or explanted during the procedure. The patient was treated with antibiotics for 14 days following the procedure. Further information received reported that the patient had experienced ¿several heating phenomena on his ins during recharging.¿ following the surgery to clean and disinfect the ins site, the patient noted that they had lost the signal between their charging system and ins several times while attempting to recharge the ins over several hours. It was noted that the issue was resolved at the time of report and that the ins remained implanted and in service as of 2022-jun-03. There were ¿no findings of any problems with the implanted equipment¿ at that time. Additional information was received from the hcp via the manufacturer representative on 2022-jun-07. It was reported that there were problems with recharging. The patient complained of long recharge time and lost recharge signal. The patient was not compliant with the recharge procedure; they did not use the recharger belt and they remained active during the procedure which included getting up and leaving the patient controller and recharger. A quality signal check was performed by the physician, and the quality signal was not good. A new explanation of the recharge process was made, and it was unknown if the issue was resolved as of 08-jun-2022. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 9 7755 lot# serial# (B)(4), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.